Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock while sleeping, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to over-sensing of noise and changes in morphology. Smart pass was disabled prior to the inappropriate shock. During a follow up appointment, the physician was unable to replicate any artifacts. Device programmed to secondary and smart pass turned on. A request was made to have data from this device analyzed. A technical service consultant reviewed device data and provided recommendations for additional testing and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was provided, technical service (ts) advised they suspect sense-b-noice, and advised on programming options. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock while sleeping, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to over-sensing of noise and changes in morphology. Smart pass was disabled prior to the inappropriate shock. During a follow up appointment, the physician was unable to replicate any artifacts. Device programmed to secondary and smart pass turned on. A request was made to have data from this device analyzed. A technical service consultant reviewed device data and provided recommendations for additional testing and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was provided, technical service (ts) advised they suspect sense-b-noice, and advised on programming options. The device remains implanted.